Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient received inappropriate hv therapy due to noise on the lead. The noise on the lead suggests a possible fracture. The lead was capped.